Event description:
Patient reported they had to be treated for gingivitis, for multiple cavities (they never had cavities prior to byte). At check in they marked true to discomfort, pain, inflammation, gingivitis, sensitivity, broken, not fitting and discolored.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.